Manufacturer narrative:
Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeons have complained that the 2.0mm drill bits are dull right out of the package, prior to use. The drill bit is calibrated to measure the length of the screw while drilling for the screw. The surgeons use the drill bit and then switch to a different 2.0mm drill bit, which is the same diameter yet sharper, however, the other drill bit is not calibrated and the length of the screw has to be measured manually. This causes an approximate 10 second surgical delay per screw. Although the procedures are completed successfully, it is an inconvenience to the surgeons. This issue has occurred over a period of one year in multiple cases. Concomitant devices reported: 2.0mm drill bit/qc/125mm (part: 310.21, lot: unknown, quantity: unknown). This report is for an unknown number of 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: update to event description is documented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the other events occurring over a period of one (1) year have been reported under (B)(4).